Event description:
It was reported that the 9900 system had no image on the left monitor during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced and the ps3 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.